Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the mega needle driver was defective although no details were given. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: when the surgeon was suturing, the instrument flexed and the cable snapped. The instrument didn¿t have missing pieces nor any portion broke off.